Manufacturer narrative:
Concomitant products: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that they may have disconnected the lead or the battery of the ens. The patient was advised to increase stimulation until stimulation reached a comfortable level. No patient symptoms were reported. No complications were reported or anticipated.